Manufacturer narrative:
The observable particulates were confirmed by inspection of the customer provided photo showing the remanence of the particulate on an alcohol swab used to remove it from the drip chamber. The root cause for the contamination was identified as unintended exposure of the product with the eyelashes or hair of the manufacturing operator. The new returned set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No particulates or other abnormalities were observed on the received set during visual inspection. The device history record for primary set model 22603-b007t lot 19115659 was performed. The search showed that a total of 5,760 units in 1 lot were built on 22 nov 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.

Event description:
It was reported that the technician opened a sterile set within chemo hood chamber (completely closed system) and noticed 3/8th inch black slender particulate on tubing. The technician removed the particulate with an alcohol swab and destroyed contaminated set. There was no patient involvement.

Manufacturer narrative:
Correction on b.5, e.4, d.10. The returned product was unused/unopened set from the same model # and lot#. The event administration set was not returned for investigation. Please disregard the previously reported regulatory agency ref. Number mw5092139 as it only pertains to manufacturer report number 9616066-2020-00454.

Event description:
It was reported that the technician opened a sterile set within chemo hood chamber (completely closed system) and noticed 3/8th inch black slender particulate on tubing. The technician removed the particulate with an alcohol swab and destroyed contaminated set. There was no patient involvement.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿there were observable particulates found in the sterile chemotherapy intravenous tubing sets." It was reported that the technician opened a sterile set within chemo hood chamber (completely closed system) and noticed 3/8 inch black slender particulate on tubing. The technician removed the particulate with an alcohol swab and destroyed contaminated set. There was no patient involvement. This file is for exhibit a.